Event description:
Pt had device placed radiologically due to a severe restriction in the throat caused by cancer. Within 3 days, the pt had severe pain and distress. Morphine was administered. The gastrostomy tube had fallen out. Tube feeding had been stopped prior to the tube falling out. Following the event, the pt tolerated ng tube feeding while awaiting re-insertion of a gastrostomy tube. One pt involved.